Manufacturer narrative:
No evaluation possible at this time. The implants have not been returned nor has the identifying lot number been provided. Multiple attempts to obtain information have been unsuccessful. Upon the receipt of additional information or the product in question, a follow-up report will be submitted.

Event description:
After suffering from a fall, patient returned for a 6 month post-op visit. Films taken at the time showed the locking screw(s) had come off the tulip of the pedicle screw. Additionally, the battalion interbody also fractured and backed out into the foramen. Revision surgery was conducted (B)(6) 2018. The arsenal spinal fixation system was originally implanted in (B)(6) 2017.